Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the mixing pump was not functioning. Mixing pump was replaced. In visual inspection the wheel was loose device underwent pm. Heater, circulation pump and drain valves replaced. Wheel tightened. Device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventative maintenance mixing pump did not work correctly. In visual inspection the wheel was loose and tightened. Arctic sun device did not cool down. New calibration, mtk and stk were performed. The device passed the procedure and could be placed back into normal use. Per follow up information received via email on 05jan2024, device would be repaired at crs depot and there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventative maintenance mixing pump did not work correctly. In visual inspection the wheel was loose and tightened. Arctic sun device did not cool down. New calibration, mtk and stk were performed. The device passed the procedure and could be placed back into normal use.